Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. The reporter stated that the pump was frequently emitting occlusion alarms during bolus delivery and priming the pump. The occlusion alarms also allegedly occurred when the tubing was detached from the cartridge. The reporter had lost faith in the pump due to the recurring occlusion alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Suspect medical device serial #: (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.